Manufacturer narrative:
(B)(4).

Event description:
Patient reported pain, stiffness and swelling in their left neck region and mild ear pain constantly. The patient had their device disabled but the symptoms still persisted. The patient went to see an ent physician and they only prescribed the patient with antibiotics to treat a possible sinus infection, but the patient noted still feeling the symptoms 3 days into taking the antibiotics. Patient reported a decline in their mental health due to the ongoing symptoms being experienced. The patient then went to see the surgeon who implanted their vns and has since been referred for a CT scan and physical therapy. No other relevant information has been received to date.

Event description:
Chest and neck x-ray images were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop and bend are present per labeling. The lead in the neck area appears to have multiple loops. One tie down was present on the strain relief loop, a second tie down was present on a second loop in the neck, and a third tie-down was present on the bend. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s pain could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient has since been injected with novocain to help treat the pain and reported that this helped about 75%. The patient has also been referred and scheduled for explant surgery. No known surgical intervention has occurred to date.

Event description:
Additional information received indicating that the physician did not see anything that should be causing the patient pain. The patient & #39;s CT and brain MRI scans did not report any apparent cause for the ongoing pain. The CT scan showed the generator in the upper left chest but, due to the quality of the image the lead could not be seen. Internal data from the generator was received and reviewed.